Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial tray, catalog # unknown, lot # unknown. Unknown persona articular surface, catalog # unknown, lot # unknown. Report source: foreign source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01506, 0001822565-2019-01508. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date and was revised last month for unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2019-00382.

Event description:
No further event information available at the time of this report.